Event description:
Case (B)(4) (B)(6) 2025: 87-year-old male with cecal obstruction. Open hemi-colectomy was performed. No unusual procedure complications were noted. At the completion of the case and prior to closure biasurge® was used. Biasurge was instilled using gravity flow without pulse lavage. It was delivered to the peritoneal cavity by gravity lavage, dwell time was one to two minutes, and the fluid was then suctioned out of the cavity prior to closure. The surgeon stated that the fluid was not warmed prior to instillation. Anesthesia noted significant hypotension within minutes with a blood pressure drop to 40/20. Fluid boluses and vasopressors were used. Patient stabilized and sent to recovery room. He had elevated troponin cardiac enzymes post-operatively and remains hospitalized as of (B)(6) 2025. The surgeon initially attributed this scenario to the patient's age and health status.

Manufacturer narrative:
An investigation could not be completed because the facility does not retain the required product information and attempts to obtain it from external sources were unsuccessful. Based on the number of units distributed to date and the reported incidents, the estimated potential incident rate is 0.02%. Surveillance activities will continue to assess any emerging trends or additional reporting.